Event description:
It has been reported to philips that the system did not boot up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. The customer performed several reboots and managed to get the equipment working. Upon troubleshooting fse found the equipment intermittently presents the startup problem and the system logfile showed a problem in dual switch power distribution unit (pdu) module. Fse replaced pdu module temporarily. However, when the computer was turned on it did not start. Fse again checked the system and found that the x- ray pc computer did not start. Fse concluded that the cause of the issue was x- ray pc and not in the pdu module. Fse replaced the old pdu module in the system. To resolve this issue fse installed x-ray pc computer and reloaded the software. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.